Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report and after placing it into the pocket, some bleeding was confirmed; therefore the physician stopped blood by using an electrocautery. At the post-implant check, telemetry errors were observed with an initial programmer. Therefore, the pacemaker was checked again with other programmers; interrogation was successfully completed, but threshold test could not be performed even after several attempts. The device was not kept implanted and returned for analysis. Another pacemaker was successfully implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.